Manufacturer narrative:
The device was returned to the manufacturer and an evaluation is anticipated. This report will be updated when the evaluation is complete.

Event description:
It was reported that during a total knee procedure the device stopped working and leaked a black substance. There was a 5 minute delay to get another set to complete the procedure. The procedure was completed successfully. There was no medical intervention needed and no adverse consequences to the patient or user.